Event description:
The manufacturer received information alleging a ventilator was alarming and shut down. The device was not in patient use. During the evaluation of the device at the manufacture's service center, the customer's complaint was confirmed. The device's system board and blower motor were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.